Event description:
Customer reported the alarm has power, but when it's connected to the nurse call system the nurse's station continuously alarms even when pressure is on the pad. There was no pt incident or injury reported.

Manufacturer narrative:
Results: eval of the returned product revealed the unit powered on and passed all functional tests. However the alarm springs are bent and may be a potential for intermittency. Therefore, this report will be submitted as a conservative measure. Note: posey instructions for use warning statement: the sitter select is an electronic device that may fail to work if subjected to severe shock, such as being dropped or immersed in liquid. The unit may stop functioning as designed for use. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. MFR references file # (B)(4).